Manufacturer narrative:
On (B)(4) 2017, an fse was dispatched to the customer site to address the reported event. The fse cleaned the dector lens of small spots, ran hcl acid thru the substrate lines. The fse also cleaned and lubed the wash probes and ran 22 of tt3 with no erros. The fse ran daily maintenance without errors. The customer ran qc and got 1 dl, then ran 30 patient samples and received 2 dl errors. The fse replaced the substrate 3-way valve and ran 60 patient samples/120 cups with no errors. The customer continued to run patient samples with no errors. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to substrate 3-way valve failure. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported 2000 dl flags #1 with the aia- 2000 analyzer. The customer tried troubleshooting by making new substrate, checking the tubing and primed and the error persists. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.